Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported effusion could be procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a paroxysmal atrial fibrillation ablation procedure, a steam pop and effusion occurred. At the end of the procedure, when ablating the cavo tricuspid isthmus, a steam pop occurred. An echocardiogram was performed which revealed an effusion on the anterior side of the heart. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.